Manufacturer narrative:
Investigation: investigation summary: the sample provided by the customer has the plunger activated. However after the evaluation of this sample, it is possible verify the opening of the blister was performed in a way that can cause premature activation of the plunger. According to protocol it is good practice open the package by the blister flap. Thus it is not possible confirm the defect of this complaint occurred during the production process of the syringe. Conclusion: bd was not able to duplicate or confirm the failure mode indicated by the customer, or the data were insufficient to the analysis. Investigation method: were evaluated the records of the batch and the visual evaluation of the samples. Root cause: during the batch production there were no records of occurrences are potentially related to this defect are observed. Based on the sample evaluation and process analysis the potential cause for the occurrence is: premature plunger activation due incorrect blister opening.

Manufacturer narrative:
(B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while drawing up medication, the plunger of the bd solomed¿ 5 ml luer lok syringe was loose. No report of medical intervention, serious injury or leakage.